Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: cardiac cath lab / ep lab manager interventional r. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart catheterization while the patient was in the room, the bladder of the tr band did not hold/lost air. The bladder was noted to be flatter upon removal. A terumo 5/6 french slender sheath was used in the access site during the procedure. The tr band started to lose air approximately 5 minutes after initial inflation. 15 mls of air was initially injected into the tr band. Manual pressure was held until a second band was applied; however, there was active bleeding when applying the new band. Hemostasis was achieved. The estimated blood loss was about 5cc. The patient was in stable condition and released as planned. No swelling, pain, numbness, faint pulse, or weakness was noted.